Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the hospital with high blood glucose of 535mg/dl. The customer started throwing up at work two days prior to his admission. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The caller stated that her white cells count was high and was getting antibiotics for her infection. Reviewed the alarm history and found low reservoir, no delivery, and battery alarms. The customer stated that they decided to put the insulin pump back on, and her glucose level went from 200s up to 535mg/dl. The customer stated that the doctor believes there is a problem with the insulin pump. No further information was provided.